Manufacturer narrative:
Pensar attempted to obtain the omitted information. 1. Patient information a1-a6. 2. B6 relevant test labs - n/a. 3. B7 other relevant history -n/a. 4. D10 date of concomitant therapy - unkknown. The "stingray" connector that adapts the hose to the dressing was noted to be cracking on some product. Product is supplied as 10 each per case. Product was not returned for evaluation, additional product provided to the distributor/user as replacement. This report is being submitted based on re-evaulation of reportability requirements per pensar CAPA 46.

Event description:
Customer medco - reported quality issues with the woundpro mini stingray. (P/n 0810, lot 1608); the stingray polymer connector had visible "cracking". This complaint was in response to replacement parts supplied after previous parts of the same lot exhibited the same issue. The leak of the clinical use component did not prevent therapy, but a dressing change was completed to eliminate any potential issue. Devices were not returned. No patient harm or event was reported. Replacement parts of a different lot were provided. Conservative determination: MDR reportable.